Event description:
About 1.44 seconds into the procedure the handpiece stopped working. The handpiece was replaced by one in my trunk stock with the same lot.

Manufacturer narrative:
Weekly complaint meeting held, close complaints 2000-2003 and refer to CAPA (B)(4), this CAPA is governing the investigation to determine how to improve duration for the handpiece to stop working would only provide a minor inconvenience to both the doctor and the pt, there is no harm in the unit if it stops cutting, this lot is performing within an acceptable percentage rate and requires no additional investigation. Per CAPA (B)(4) this complaint was reviewed. At the time of closure the complaint rate for the lot was (B)(4) and the complaint was closed; no further investigation was done; without evaluating the unit, the actual cause of the malfunction cannot be determined; a cause of failure can be estimated by failures already seen in-house from manufacturing or servicing; many microtip issues were addressed by CAPA (B)(4) which was opened prior to this complaint and covered such issues as burrs, broken crystals, broken electrodes, and brazing issues; the overall complaint rate for this lot remained at; (B)(4) was also opened in 10/2012 to further investigate the broken electrode problems. The dhrs from all lots manufactured since 01/2012 were reviewed and no correlation could be determined among assemblies.